Event description:
Patient reported infusion set cannula was bent which led to high blood glucose and insulin pen is used for treatment on (b)(6) 2026.

Manufacturer narrative:
E1: (b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.